Manufacturer narrative:
(H3) the broken mobile bearing liner trial reported may have been the result of application of a bending moment to the scissor style inserter handle during trialing in the joint space, which led to crack initiation, propagation, and ultimate fracture of the device. Updated h 6 codes: component codes, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
Section h10: (h3) the broken mobile bearing liner trial reported may have been the result of application of a bending moment to the scissor style inserter handle during an attempt to insert the trial into the narrow joint space, which led to cracking. However, this cannot be confirmed as the device was not returned for evaluation.

Event description:
It was reported that while trialing with the mb liner trial it splits. Surgeon was able to get it out and further trial was used. The surgical outcome was not affected but the trial was unable to be reused. There are scratches from the surgeon trying to remove it. No parts or pieces fell into the patient wound site. Patient was last known to be in stable condition following the event. Device is retuning.

Manufacturer narrative:
Section h10: (h3) pending evaluation.